Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision surgery due to pain and stiffness at the hip.

Manufacturer narrative:
The report concludes: following investigation by bioengineering, it was concluded that: root cause: undetermined, from the limited information available it is not possible to determine why this total hip replacement cause pain and stiffness after 3 years requiring an exploratory procedure. It is not stated that any implants have been revised. It is likely it was an unknown combination of factors such as implant factors, patient factors, surgical technique and surgical procedure. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.